Event description:
Patient reports they had their IV line changed last year (2023) due to being it cracked and was in the ICU for 2 days; dates unknown. Patient also reports they tried to prime a new cassette (date unknown) and it seemed like the med would go in, but pump high pressure alarm went off. Patient checked the line, changed batteries, changed line but could not proceed. Patient switched to their backup pump and got the same alert patient states the pumps are fine and not the issue. Patient set up a new cassette from their ekit, primed without issues and continued infusing. Patient did not have an interruption in therapy due to cassette issue. Patient has quarantined the faulty cassette in a ziplock bag and stored it in the refrigerator until further instruction. Rph advised patient they may need to send it back to the pharmacy for investigation, patient voiced understanding. Lot number and expiration date of cassette is unknown. Pharmacy troubleshooting completed, replacing product. Did the reported product fault occur while in use with the patient? ¿ no, during prep. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? ¿ yes. Did pharmacy replace product? ¿ yes. Did the patient have a backup product they were able to switch to? ¿ yes. No additional info, details, or dates available. This is a continuous infusion, set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. IV remdulin premix pt. Reported to (B)(6) by patient/caregiver. Reference report: mw5152422.